Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the vad (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous repair was worn out and new damage to the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear overtime and/or improper handling. Based on historical review of similar events, the most likely root cause of the new driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable old sheath repair was coming off due to time, wear, tear, and a new crack appeared distal to the controller around 2cm from the repair ending last repair towards exit site. A dl sheath repair was performed. The dl remains in use. No patient complications have been reported as a result of this event.